Event description:
It was reported that an unknown female patient underwent ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. Near the end of the case the intracardiac echocardiography (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed extracting about 1100cc of fluid. A drain was placed for overnight. Patient was stable. Procedure was aborted. They were using an average of 40 watts in the left ventricle. The physician thought the quad catheter in the right ventricle might have caused a perforation. No further intervention was expected. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event as drain was placed overnight. Generator information: sn: (B)(4) and ref m490003. There was no evidence of steam pop. The event occurred post ablation. An irrigated catheter was used in the event, the flow setting was 17 cc. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The force visualization features used were dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were 3 mm, 3 grams, 25% 3 seconds. The additional filter used with the visitag was respiration adjustment. The color option used prospectively was impedance drop. Conservatively, this event will be considered reportable as the medical team confirmed that this event was noted post ablation therefore, we cannot exclude bwi devices even though they mention that the physician thought the quad catheter in the right ventricle might have caused a perforation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jul-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).